Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: an ae for an intraoperative complication was received. The patient's femoral bone was fractured during the primary procedure and was treated with an orif with wire fixation. Update 5-30-2017: information received with corrected part/lot numbers complaint updated 6-1-2017. Update 6-27-2017: medical records have been reviewed. Primary op-notes 4-3-2017: patient received primary right total hip due to osteoarthritis endstage. It is noted that the ztt sleeve has excellent fit and fill. The stem had excellent cortical engagement, it was very tight. It was difficult to drive the stem down as we were seating this, as the stem just seated, the sleeve suddenly subsided, usually indicative of a calcar fracture. The fracture was palpated anteriorly. Two cerclage wires were placed, one above the lesser trochanter and one below. The sciatic nerve was palpated and found to be outside of the loop if the distal wire. The stem remained extremely stable with no evidence of micromotion with axial rotational distress. Reportability remains unchanged. Updated on 7-20-2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: an ae for an intraoperative complication was received. The patient's femoral bone was fractured during the primary procedure and was treated with an orif with wire fixation. Doi: (B)(6) 2017 dor: (B)(6) 2017 (right hip) no device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Update 5-30-2017: information received with corrected part/lot numberscomplaint updated 6-1-2017

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
An ae for an intraoperative complication was received. The patient's femoral bone was fractured during the primary procedure and was treated with an orif with wire fixation.